Manufacturer narrative:
(B)(4). Method: the complaint mr225 chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed the chamber dome had a horizontal crack near the base. A lot check revealed no other complaints for this product. Conclusion: we were unable to determine what had caused the damage to the chamber. Every mr225 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the returned chamber was damaged after it was released for distribution.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a mr225 humidification chamber was cracked. No patient consequence was reported.